Manufacturer narrative:
On (B)(6)-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) on 20-mar-2024, the product investigation was updated with the following corrections: "the valve issue reported by the customer was confirmed. However, there not enough evidenced to confirm the out of box failure issue. It should be noted that product failure is multifactorial." H6 investigation findings and investigation conclusion and investigation conclusion codes have been updated accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a followup report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath medium and the hemostatic valve was broken out of box. It was reported the carto vizigo¿ 8.5f bi-directional guiding sheath medium was broken from the factory. They opened a new carto vizigo¿ 8.5f bi-directional guiding sheath medium and successfully completed the case. Additional information received indicating the hemostatic valve was not dislodged inside or outside of the hub and the brim cap/hub did not detach from the sheath. The issue occurred while the device was being used on the patient but no air entered the patient¿s body. There was approximately 4ccs of blood loss.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the hemostatic valve was broken out of box. It was reported the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was broken from the factory. They opened a new carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and successfully completed the case. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was broken in the star section. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath the stress marks and physical damage observed suggest that excessive force manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).